Event description:
One sample of ivenix administration set was returned for evaluation. Upon visual inspection, the gold foil corresponded to the specific code set-0032-1 per the applicable drawing. During the visual inspection, it was observed that the distal part of the rotating luer lock was not in the set. The customer complaint is confirmed. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or other assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. An internal investigation was opened to investigate this issue. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) sampling visual inspection is performed for rotating luer lock at incoming inspection area. The batch record fa24j14027 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: luer lock was completely disintegrated and was split, resulting in infusion set not being secured to IV site. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: administration set breaks (any part) cracked rotating luer lock unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.